Event description:
It was reported that there was a no external power alarm while on mobile power unit (mpu) power. The mpu was taken out of use due to the no external power alarm. The mpu was reported to have a v-lock connector on the ac cord. There were no reports of the ac cord coming loose from the wall outlet or the back of the mpu. Additionally, there were no environmental circumstances reported that could have affected the ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit (mpu) was confirmed via the downloaded log file; however, the reported event could not be confirmed during testing. The heartmate mpu (serial number (B)(6)) was returned and evaluated at the service depot. During the evaluation, the mpu was functionally tested and passed all steps without issue. The mpu was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. Additionally, a log file was submitted for analysis. The submitted controller periodic log file contained data spanning approximately 10 days ((B)(6) 2023 per the timestamp). The log file captured an atypical backup battery use count increase between the events of ((B)(6) 2023 at 2:51:22) at 4 uses and ((B)(6) 2023 at 3:51:21) at 5 uses. During these two events, the controller appeared to be connected to an mpu. The backup battery use count increase indicates a loss of power to the controller; however, there were no active no external power alarms in the periodic log file due to the log file only collecting data at 1- hour intervals rather than upon the detection of an event. There were no notable atypical alarms active in the log file. Provided information stated that the mpu has a v-lock connector on the alternating current (ac) power cord, the ac power cord did not come loose at the wall outlet, the ac power cord did not come loose from the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event, and the unit will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.